Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference numbers: 2017865-2022-50670, 2017865-2022-50672. It was reported the patient presented in clinic. Upon examination, it was observed the pacemaker pocket was infected and the patient had endocarditis. The system was explanted. It was unknown if the patient experienced any symptoms as a result of the infection. The patient was stable.